Event description:
It was reported that the customer went to the emergency room (ER) and subsequently admitted to the hospital due to an elevated blood glucose (bg) level with diabetic ketoacidosis. Reportedly, the continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. In addition, the customer experienced nausea and vomiting, dry mouth, frequent urination, abdominal pain, fatigue and difficulty breathing. A bolus was delivered to address bg level and emergency medical services were called. Customer was released on (B)(6) 2023. Reportedly, the cause for the reported issue was due to the battery not charging. Multiple follow up attempts were made to obtain additional information; however, further information was not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.